Event description:
It was reported that during a transcatheter aortic valve procedure involving a transcatheter aortic valve, a computed tomography scan showed low calcification with perimeter derived 26.2 millimeter (mm) and left ventricular outflow tract 25.7 mm. Predilatation was performed with a 24 mm simvalve balloon, and the first deployment attempt was described as 2 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). After the physician recaptured the valve, infolding of the transcatheter aortic valve up to the 7th node was observed, and when the physician attempted to release the valve, it could not open due to the infolding. The delivery catheter system with the valve were removed and replaced with new devices and was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, as the physician tried to position the valve at the first deployment attempt, the valve dislodged aortic. The deployment starting point was at bottom of pigtail at an implant depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). As the valve was recaptured, the infold was observed. A non-medtronic guidewire was used during the procedure.